Event description:
It was reported that the customer had a motor error alarm while getting the basal on the insulin pump. The customer's blood glucose level was 120 mg/dl. The insulin pump did not fell or bumped and it passed the displacement verification. The customer inserted a new reservoir, the problem returned again during basal. The customer will received a replacement pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.